Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative regarding a patient who was receiving morphine with concentration 40 mg/ml at a dose rate of 2.4 mg/day via an implantable pump for an unknown indication for use. It was reported that the pump was implanted in january and a pump error occurred. The patient had begun to listen to some beeps (alarm) in the pump, but disregarded. Approximately 15 days ago the catheter was replaced and the patient, while in hospital, had listened to the beep again. These sounds were asynchronous rather than in a regular basis. When the pump was interrogated the morning on (B)(6) 2021, the report was read and two motor stalls that were auto- recovered were found. As per the logs a motor stall occurred on (B)(6) 2021 at 8:38 followed by a motor stall recovery at 9:55 the same day. Also, per the logs, a motor stall occurred on (B)(6) 2021 at 9:15 followed by a motor stall recovery at 10:16 that same day. There were no known environmental/external/patient factors that may have led or contributed to the issue. The pump was explanted and replaced. Regarding the catheter having been replaced approximately 15 days before the pump was replaced, it was clarified that the catheter was replaced by their own. As the pump was beeping / alarming the physician thought it was related to the catheter. The patient¿s pain was arising, and they replaced the catheter thinking the problem was an ¿infradose¿ due to the old catheter. However, when this procedure was finished, the pump continued alarming in a random fashion until it was discovered that a motor stall had occurred. It was noted that it was not a real catheter issue and they had face up with the case in the pump replacement. Regarding the catheter, the physician had thought there was no real cause. The issue was resolved. The patient was without injury regarding their status as of (B)(6) 2021. The catheter was noted as having been discarded. The pump was to be returned to the manufacturer for analysis. The patient¿s age, weight, and medical histo ry were unknown or would not be made available.